Event description:
It was reported that the customer was unable to fill reservoirs. It was confirmed that the customer was using the correct procedure. The next day, the customer opened a new box of reservoirs and the anomaly ceased. The customer had requested for the other box to be replaced. No further details.